Event description:
It was reported that a patient underwent an atrial tachycardia (at)- left ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a foreign material was observed on the catheter. It was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. The bwi representative stated that when the dilator was removed a "shaving" of the sheath came out with the dilator. The physician did not think any material migrated to the patient but is not for sure. The issue was not noticed before use. The device was used on the patient. The foreign material appears to be translucent, thin, and very long. It is almost the length of the sheath and appears to be shaving/skiving from the inside of the sheath. No adverse patient consequence was reported. The foreign material on usable length of the catheter was assessed as MDR reportable. The resistance with sheath is not MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 13-apr-2023. It was reported that a patient underwent an atrial tachycardia (at)- left ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a foreign material was observed on the catheter. It was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. The bwi representative stated that when the dilator was removed a "shaving" of the sheath came out with the dilator. The physician did not think any material migrated to the patient but is not for sure. The issue was not noticed before use. The device was used on the patient. The foreign material appears to be translucent, thin, and very long. It is almost the length of the sheath and appears to be shaving/skiving from the inside of the sheath. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual, dimensional inspections, borescope examination, fourier transform infrared spectroscopy (ft-ir), and supplier investigation of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath; however, some bents were observed on the dilator. Additionally, a small bag was returned which contained transparent fiber with brown material residues. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected, or external material came out when the dilator was removed. The dilator outer diameter was measured, and dimensions were found within specifications. A borescope examination inside the sheath was performed in relation to the reported event, and the coating material detached from the sheath was observed. This issue could be related to the resistance felt. A fourier transform infrared spectroscopy (ft-ir) analysis was performed, and overall infrared results reveal that foreign material showed absorption peaks for polytetrafluoroethylene material. However, the source of origin cannot be determined. Due to the observed condition, a supplier investigation was performed, and it was concluded that the complaint is not attributable or related to the manufacturing process due to current process controls and layered checks. In some cases, the most likely cause of this complaint is the improper use of the device and/or modification and use of ancillary device such as the transeptal needle. Device history record evaluation was performed for the finished device number 00002020 and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: stress problem identified (c0706)/investigation conclusions: cause not established (d15)/component code: guide (g04061) were selected as related to the bents observed on the dilator. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15)/component code: coating material (g04029) were selected as related to the foreign material reported. Investigation findings: incompatible component/accessory (c0402)/investigation conclusions: cause not established (d15)/component code: coating material (g04029) were selected as related to the resistance with sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).